Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the electrode belt would not stay properly attached to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt won't stay attached to monitor) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent connector pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.